Event description:
Customer called on (B)(6) 2011 reporting of a loud bang followed by the smell of smoke coming from a unicel dxc 800 synchron system. Customer stated that there was no visible smoke and no one in the lab was harmed or injured as a result. No outside services were also required as a result of the event. Instrument was down and customer requested for service. Field service engineer (fse) was dispatched on (B)(4) 2011 and found that there was no output on the 24v power supply. Fse ordered the new part and replaced the 24v power supply on the next day. Output voltages were then verified to be within specification.

Manufacturer narrative:
(B)(4).